Event description:
It was reported that a broken or detached wire occurred. The sensor was inserted into the arm on (B)(6)2025. Product was provided for investigation. An external visual inspection was performed and passed. An internal visual inspection was performed and failed. A wire broken or detached was not found within the investigation window. The allegation was not confirmed. However, a broken or detached needle or cannula was found in connection to the reported allegation. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2025-131492 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 5/15/2025 and it was determined this complaint is not reportable per (B)(4).